Manufacturer narrative:
Age at time of event, date of birth, weight, and ethinicity: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number:(B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, the surgeon noticed that piece of the haptic was broken with an intraocular lens (iol) . The haptic piece was detached in the eye. The issue was first identified after implantation/application. Patient status is unknown. Lens was inserted and removed during same procedure. Material is not available. The end user has used product before. Through follow-up, it was learnt that the patient is ok. The surgeon had to cut the lens into small pieces to remove the lens. No sutures or incision enlargement was needed. No further information has been provided.